Event description:
Patient had successful implant of a bifurcated device and two proximal cuffs in 2005. In 2007, pt was brought in to treat a possible type iii endoleak with two additional proximal cuffs to bridge the gap between the two previous proximal cuffs from the original implant procedure. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports, no issues were noted. Endoleaks are a known complication to the procedure. The device was inadvertently discarded by the hospital.